Manufacturer narrative:
The device was evaluated, evidence of leaks from the applicator adapter were found. The power conditioner board had evidence of burning. Based on the information currently available and technical review, although no adverse event was reported, there is the possibility of serious injury. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Customer reported that the "device was short of smoke"; that there was a rubber smell in the room; and that there was a popping sound with a coolsculpting system. It is unknown whether there was patient involvement. The unit was replaced.